Event description:
The customer reported that she was unconscious and her blood glucose did drop. The caller stated that the paramedics were called due to her low blood glucose of 45mg/dl and treated her blood glucose with two doses of glucagon. The customer stated that she may have over bolused. The caller stated that she lost her insulin pump the day prior to the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.